Manufacturer narrative:
The inpen paired to the commercial app. Inpen passed baseline and wireless functionality. App logbook displayed inaccurate readings during testing. Battery investigation was performed, and battery measured 2.981 volts. No battery anomaly noted. Inpen passed front cap investigation. During deconstructive analysis corroded flex pcba traces were noted causing an intermittent electrical short. In conclusion: it was determined the cause of inpen transmitting inconsistent dose readings were caused by fluid intrusion to the flex pcba traces. Therefore, the customer concern of inpen not pairing to app was not confirmed. However, inconsistent readings were due to corroded flex pcba. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced inpen was not connecting to app. The customer reported no adverse event. The event involved product(s) mmt-105elgyna. Unable to resolve with existing troubleshooting or labeled instructions. No harm requiring medical intervention was reported. Mmt-105elgyna was returned for analysis.